Event description:
Access wire stuck in the distal tip of the needle which was left inside of the body. Distal tip of the wire was stuck in the access needle. Upon removal, the wire had unraveled within the body outside of the needle. Ir doctor came in and tried to retrieve it. All doctors decided to leave it in the body after performing an svc angiogram. Terumo glidesheath slender fr. 5